Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the artificial intelligence (ai) algorithm had inappropriately rejected two pauses.

Manufacturer narrative:
A supplemental report is being submitted for correction and investigation completion. Correction: b5 desc evt problem investigation summary: the product data was reviewed. It was found that the episode, engineers could confirm that the implantable cardiac monitor (icm) device did not miss the pause due to artificial intelligence (ai) algorithm. Instead, the pause was missed as a result of the device¿s atrial diagnostics (ad) reject algorithm. The ad reject algorithm operates directly on the icm device and was independent of ai algorithm, which was applied during subsequent data review. The detected pauses were genuine; however, it was not recorded due to the ad reject algorithm filtering the event at the device level. This was not related to ai algorithm performance. The most likely cause of the event is related to the other device algorithm. The investigation determined that the product tested in specification and/or performed as intended. No device or service history record was performed because the website is not manufactured or serviced. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) detected and recorded an atrial fibrillation (af) episode and during the af episode the artificial intelligence (ai) algorithm had inappropriately rejected two pauses.